Event description:
The thoratec dual drive console (ddc) compressor stopped functioning while providing cardiac support to the patient. This required compressions to be given to the patient for approximately 30 seconds before hand pumping was commenced to resume function of the paracorporeal ventricular assist system (vads). Hand pumping of the vads was providing an adequate systemic blood pressure (bp) while the back up console for the thoratec was programmed. The vad's were then hooked up to the newly functioning ddc console without issue.======================manufacturer response for biventricular assist device (bivad), thoratec pvad (per site reporter)======================